Manufacturer narrative:
The customer complaint cannot be confirmed as the handle illuminated when new batteries were installed and moved simulating normal use. The led stayed illuminated and did not dim or flicker during the investigation.

Event description:
The customer alleges that "handle light is flickering." No other details were provided and no patient injury/harm reported.